Event description:
It was reported that during a da vinci-assisted liver resection procedure, the inferior vena cava (ivc) was damaged and the patient bled out and expired in the operating room. The specific type of liver resection performed was not disclosed. According to the initial reporter, an intuitive surgical inc. (Isi) clinical sales representative (csr), who was present in the operating room at the time of the event, the surgeon reportedly "nicked" the ivc with an energized permanent cautery hook (pch) instrument. This caused the ivc to start bleeding. It is unknown what surgical task the surgeon was performing when the intra-operative complication occurred. The csr said he did not observe the surgeon clamp onto the ivc, rather the procedure was immediately converted to open surgery. The csr observed the or staff undock the da vinci system; meanwhile, the patient coded. The or staff gave the patient chest compressions and the patient's sternum was opened. The operating room staff called vascular surgeons and transplant surgeons into the room. The csr left the operating room at this point and had no further information to provide. The csr said the customer has not made any allegations against a da vinci product. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported intra-complication leading to the patient's demise cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. However, the csr reported that a pch instrument was involved with the injury to the ivc; therefore, isi has requested for return of this instrument to isi for failure analysis evaluation. The pch instrument has not been returned as of the time of this report. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: one procedure has been performed on this system after this reported complaint. No relevant errors were observed during this procedure. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. A review of the instrument used during this procedure was performed. All multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instrument: permanent cautery hook instrument (part #470183-14; lot #k14220110-0039). No customer complaints have been made against this instrument or any other instruments used during this procedure. A medical review of the event information was performed by an isi medical safety officer and the following information was provided: "based upon the information in the description of events, it is not clear as to why the ivc was 'nicked' by the permanent cautery hook. Additional investigation is required to better understand this event." This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, the ivc was damaged and the patient bled out in the operating room. According to the initial reporter, the vessel was "nicked" by an energized pch instrument. At this time, the root cause of the complication leading to the patient's demise is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
On 19-jul-2022, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon clarified that the event should be ¿¿the patient was unable to be resuscitated following repair of the ivc.¿ the surgeon was reportedly mobilizing the liver when the ivc was injured. There was a defect in the vessel wall that resulted in bleeding. The procedure was converted to open and the ivc was repaired. The surgeon said they did not identify any da vinci product malfunctions, but added that they deemed the da vinci system as not the optimal approach for responding to the bleeding complication and converted to open. It is unknown if the patient is receiving an autopsy.

Event description:
Refer to h10/h11 for follow-up information.